Manufacturer narrative:
Ge healthcare is continuing investigation of the issue.

Event description:
During an internal investigation, an issue was discovered for the system. When calibration is re-run with one of the two dynamic disable cables disconnected or not fully seated, a true dynamic disable or open circuit fault may not halt scanning during pt use. This would cause the bore wall temperature to increase beyond 41 degrees celsius. There has not been an injury reported. However, there is a concern for an injury if the pt or user were to contact a hot surface.